Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. Technical services (ts) was consulted and recommended lead replacement. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. Technical services (ts) was consulted and recommended lead replacement. The lead remains in service. No adverse patient effects were reported. Additional information. The cause was not able to be conclusory determine through fluoroscopy. The device was capped, and a new lead was implanted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.